Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy procedure in (B)(6) 2024 and barbed suture was used. During the procedure, the surgeon closing vault with stratafix & at termination of suturing the vault just 'unraveled'. It was like there was no anchors on the suture. Surgeon completed closure of the vault with an uninterrupted vicryl suture. No adverse patient consequences were reported. Additional information was requested.